Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, several inappropriate automatic mode switch episodes due to atrial lead noise were noted. Arm movement easily elicited atrial lead noise that was consistently greater in amplitude than the sensed p waves. Programming changes were made and the patient would continue to be monitored. The patient was in stable condition.